Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that approximately 3 hours after the ivtm was started, the nurse observed the saline volume was low. The therapy was paused and the staff checked for leaks. No leaks were observed around the thermogard console or on the patient bed. The staff suspected that there was an issue with the icy catheter. The catheter and start-up kit were replaced and therapy was continued. There were no patient injury reported by the customer.

Manufacturer narrative:
An icy catheter was returned to zoll (B)(4) for evaluation. Visual inspection of the returned catheter found no discrepancies or issue. The returned catheter was connected to a pressurized inflation device. Capping the "out" luer, the catheter was pressurized up to 100 psi. No leaks were observed. No other issues were noticed. All balloons deflated successfully without any issues following the functional testing. Evaluation of the returned devices did not confirm the issue. The root cause for the reported user experience could not be confirmed; no leaks with catheter were observed. A probable cause for the customer complaint was user error, due to a luer misconnection, resulting in saline fluid into the patient. There was no patient injury or death attributable to the start-up kit and catheter.